Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported hospitalization was related to diabetic ketoacidosis (dka). Patient was not wearing dexcom at the time of the reported event. Patient reported that his mother drove him to the hospital for dka. At the time of contact, patient reported current condition as "fine". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of diabetic ketoacidosis (dka).